Manufacturer narrative:
Investigation of this case revealed insufficient information to identify a device malfunction or use-related error. It was concluded that the cause of the reported hyperglycemia was unclear, and a device-related failure could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas and expressed concern that device safety constraints kept glucose levels higher than desired. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention, hospitalization, or long-term impairment. Investigation included a review of available user feedback and internal complaint assessment.